Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was found to have its orange part exposed and the instrument could not be used. The exposed orange part was cut in order to recover the cannula. A backup instrument of the same kind was used to continue surgery. The procedure was completed with no reported injury. Per additional information, the orange part was returned with the instrument, and it was attached to the damaged site of the instrument. There was no excessive force applied. No adverse event was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint "the orange part at the front of the moving part became exposed and could no longer be operated properly. Failure analysis found the primary failure of broken tube extension to be related to the customer reported complaint. Upon initial inspection, the instrument did not appear to have a broke distal tip. The instrument was disassembled in-house for further investigation and the instrument was found to have a broken tube extension at the distal end. The root cause of broken instrument tube extension is typically attributed to the user. Missing material could not be confirmed. Additionally, fa found the secondary failure of tube extension scratch marks/abrasions to be related to the customer reported complaint. The instrument tube extension exhibits signs of scratch marks/abrasion tube extension scratch marks measured roughly 0.058 x 0.164. This failure is typically associated with mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. The instrument was further evaluated by the advanced failure analysis engineering (afae) team and the following information was obtained: the initial failure analysis (fa) observations were confirmed. The tube extension was removed. Inspection of the junction of the extension appeared melted possibly due to reprocessing. No material appeared to be missing.